Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received two inappropriate shocks from their subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The s-ICD was reprogrammed and remains implanted and in service. No adverse patient effects were reported.